Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID(B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted into an emergency patient and therapy was initiated. However, the arterial pressure was not displayed. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported.